Event description:
A dialysis facility reported that a pt became hypotensive and lost 4 lbs. During the first 1/2 hour of a dialysis treatment. The pt was transferred to another machine and treatment was continued without incident. There was no serious pt injury.